Manufacturer narrative:
Skin contact. Reference MDR: 2084725-2009-00035.

Event description:
The affiliate alleged a customer reported that two healthcare workers received a burn. The first of the two workers experienced discoloration on the fingers with an itch. The worker was unloading the processed devices in packages from the sterrad chamber with bare hands and received a burn. The worker did not wear personal protective equipment (ppe) while removing the processed devices from the unit. The worker washed the hands with running water. The customer also stated that the healthcare worker did not seek any medical attention. The symptoms subsided within one day. The customer stated that any other treatment was not needed.